Event description:
Pt has permanent pacer inserted on 6/23/1998. Pt presented on 6/25/1998 with dizziness. Noted to have intermittant capture. Probable micro-lead dislodgement. Pt had lead extracted and new lead and pacemaker implanted on 6/26/1998.